Event description:
It was reported this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when the plunger of the first prostyle device at the 10 o'clock position was pushed in step 2, a dull sound was heard. When the plunger was pulled in step 3, the suture did not come out. The suture of the second prostyle device was successfully pre-placed at the 11 o'clock position. The suture of the third prostyle device was attempted to be pre-placed at the 2 o'clock position; however, a dull sound was heard in step 2, resulting in a cuff miss. The suture of the fourth prostyle device was successfully pre-placed at the 12 o'clock position. The sheath was upsized to greater than 8f and the tavi procedure was completed. Hemostasis of the large-bore artery was achieved with the pre-placed sutures of the second and fourth prostyle devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported difficulty and subsequent treatment appear to be related to an interaction with patient anatomy, or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. The reported audible dull sound was confirmation the needle and cuff did not engage resulting in the reported needle to cuff miss. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under separate medwatch report number.